Manufacturer narrative:
Patient country:(B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use 10-jun-2024. The infusion set was in use for 24 hours. No further information available.